Manufacturer narrative:
Concomitant medical products and therapy dates: lopressor 25 mg tablet, allopurinol 300 mg tablet, levocetirizine 5 mg tablet, atorvastatin 40 mg tablet, aspirin ec 81 mg ec tablet. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), potential adverse events or complications associated with the use of the gore® tag® thoracic endoprosthesis include, but are not limited to, endoleak, aortic expansion (e.g. Aneurysm), and reoperation.

Event description:
On (B)(6) 2019 the patient underwent endovascular repair of a thoracic aortic aneurysm without rupture using a conformable gore® tag® thoracic endoprosthesis. During CT follow-up on (B)(6) 2020 a suspected distal type I endoleak was identified. It was noted that a possible type ii endoleak had been being monitored. Aneurysm enlargement was also reported. The aneurysm was reported to have expanded from 6.9cm to 7.1cm. On (B)(6) 2020 a reintervention was performed to treat the suspected distal type I endoleak. The distal type I endoleak was confirmed. Reportedly no type ii endoleak was confirmed or treated. The previously implanted ctag device was extended using a gore® tag® conformable thoracic stent graft with active control system. The distal type I endoleak was successfully treated. There were no further reported issues. The patient tolerated the procedure.